Event description:
It was reported that while putting the tray together noticed that the gamma targeter is broken.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2005) we pre-suppose that the device had fulfilled its task in former surgeries as intended. No deviation was found during function test performed. Two significant cracks are visible at the lateral surface of the knob. A design change had improved the strength of the lateral surface. The manufacturing date of the knob returned pre-dates the above CAPA / implementation of ecn. The root cause of the damaged knob is therefore related to the design of the device. The development of a new targeting sleeve with integrated clamping function is completed and resulted in a new device (gamma3 speedlock sleeve). The former targeting sleeve and the knob are phased out. No non-conformity was identified.

Event description:
It was reported that while putting the tray together noticed that the gamma targeter is broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.